Event description:
The initial reporter questioned negative results for a maternal and neonatal sample tested for elecsys anti-hbs ii (anti-hbs ii) on a cobas e 602 module and a cobas e801 analyzer. The maternal sample and neonatal sample both tested negative (< 2 iu/l) on the e602 module and the e801 analyzer. The maternal sample was diluted 1:10 with negative serum, and the result on the e801 analyzer was 2.12 iu/l (negative). The maternal sample was diluted 1:100 using diluent and negative serum, and the results from the e602 module were 4.00 iu/l (negative) and 5.71 iu/l (negative), respectively. The anti-hbs results from the maccura method for the maternal and neonate samples were> 1000 iu/l (positive). The anti-hbs results using the wondfo colloidal gold method showed a strong positive result for the maternal and neonate samples. No questionable results were reported outside of the laboratory, as the negative results did not match the patients¿ clinical diagnosis.

Manufacturer narrative:
The e602 module serial number was (B)(6). The e801 analyzer serial number was not provided. Sample material was requested for investigation.